Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant pockets required adjustment. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 450cc gel breast prostheses underwent a surgical intervention to adjust the implant pockets three months post implantation. The patient underwent a 360 lower body lift as well. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 17-apr-2023, mentor received additional information about the event. It was reported patient was disappointed with the appearance of her breasts. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-mar-2023, mentor received additional information about the event. An updated event date of (B)(6) 2019 was reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-jun-2025, mentor received additional information about the event. It was reported that the patient developed increased pain and discomfort from her breast prostheses along with misalignment. As a result, the patient underwent explantation on an unknown date. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03-jul-2025, mentor received additional information about the event. The patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2025. Manufacturer¿s reference number: (B)(4).